Manufacturer narrative:
(B)(4). G2: foreign: canada. Visual examination of the returned product identified dents and dings noticed on the strike plate. The tip is broken into 3 pieces. Fracture surface artifacts of hackle marks, river lines, and a possible bending hinge suggest the bending overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that while the surgeon was impacting the implant into the patient the tip of the instrument fractured into three pieces. All pieces were removed from the patient. There was no patient harm or consequences reported.